Event description:
A healthcare worker experienced a burn after unloading items from a competed cycle of the sterrad. The vaporizer plate was reported clean and in place fully engaged in the holder at the time of the event. The extent of the affected area, the duration of symptoms and information as to whether medical attention was sought were not reported. Attempts to obtain the information were unsuccessful.